Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a broken railing on full height drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken. A field service engineer observed that drawer 6 on the auxiliary unit was triple clicking and difficult to open. To resolve the issue, the rails were replaced, and all cables and wires were reseated. The pyxibus cable was examined, and the system was rebooted. The drawer operability was verified using the hardware test application. After launching the application, functionality was tested and confirmed to be successful. The system functioned as intended after the field service engineer repaired the device.